Event description:
Additional information received reported the device was ¿too loose.¿ in addition to the pain in that location, the patient felt pain down their hip and bladder.

Event description:
Additional information received reported that patient do not have concerns with their device or therapy and was also mentioned that patient was having concerns with their device or therapy but have not sought further help. The patient outcome is unclear.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0c6yx, implanted: 2014-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient (pt) was now working with a new healthcare provider (hcp) and noted they had asked their previous hcp about whether living near a military base or an arby's with huge cell phone power could have affected their device, but the hcp told them not to be so paranoid about things. The pt stated they had been working with the managing hcp to get their device removed as it was not worth it to keep; no removal date had been scheduled. The pt requested information on what would happen if they decided to just keep the implant in. The pt stated they were allergic to penicillin so they were not sure if it would be best to keep theirimplant in. The pt mentioned they would be interested in getting another device implanted in on the other side since it had helped them out in the beginning with her bladder and constipation. If additional information is received, a follow-up report will be submitted .

Event description:
Additional information received from the patient on (B)(6)-2016 reported that she asked about how she should treat her pain between the knee and hip. The patient was advised to contact her doctor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a lot of pain when she was turning the device on. Her implantable neurostimulator (ins) flipped over because the pocket was too big for it and therefore she was getting a lot of pain from the area. The pain started when she got her device. The patient thought that not having it on was maybe the reason why she didn't have terrible pain.

Event description:
Additional information received reported that the ins was flipping over frequently and this had been going on right from the beginning. When the patient saw their health care provider (hcp), they said they could make the pocket smaller because it was very large. The patient also lived near a military base with special operations and they did a lot of secret mission stuff there. The patient wondered if something that they did may be doing something that was affecting this. The patient¿s hcp said they would be replacing the battery in 7 years and they would tighten it up and told the patient they only removed devices in patients who had dementia. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s device would flip all the time and the area seemed to be getting larger. It was stated the patient noticed it a couple months prior to report.